Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter box was ripped all the way through the sterile seal and device sterility was compromised. Prior to a pulse field ablation (pfa) procedure a farawave 2.0 catheter was selected. It was found that the packaging was damaged upon delivery. The product box was ripped through into the sterile packaging. Another farawave catheter was selected to be used in the procedure, which was completed with no patient complications.

Manufacturer narrative:
The farawave nav catheter was not returned for analysis; however, two pictures depicting the damaged packaging were attached to the complaint underwent media analysis. Upon review of the images provided within this complaint, clear & easily identifiable damage to the outer packaging of the product was detected by the complaint reporter prior to the procedure. This is consistent with the initial information stating that the "box was destroyed upon delivery." Due to these factors, it was determined that the sterile barrier breach was not a result of a boston scientific manufacturing or packaging/handling process and there was no non-conformances identified with boston scientific processes or the product prior to leaving boston scientific's control); rather it was the result of shipping damage that occurred outside of bsc control and was easily identifiable prior to use in a patient. There was no evidence of a manufacturing, labeling or design issue. The media analysis confirmed the reported allegation. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter box was ripped all the way through the sterile seal and device sterility was compromised. Prior to a pulse field ablation (pfa) procedure a farawave 2.0 catheter was selected. It was found that the packaging was damaged upon delivery. The product box was ripped through into the sterile packaging. Another farawave catheter was selected to be used in the procedure, which was completed with no patient complications. The device is not expected to be returned for analysis due to disposal.